Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. Visual inspection and functional testing confirmed the complaint. The cause was the downstream occlusion (dso) seal was loose. Replaced the dso seal. After repair, the unit passed all performance verification testing (pvt). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Discovered during testing. No patient involvement was reported.